Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. The physician requested a local representative come to perform the interrogation; however, attempts to obtain more information were not successful. The crt-d remains in service and there have been no reported adverse patient effects reported.